Event description:
No additional information received.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported there was a foreign item was inside the packaging and the packaging was torn. To aid in the investigation, one sample in an opened packaging blister and three photos were received for evaluation by our quality team. The packaging blister top web has a cut 6" long that appears to be from a knife. No foreign matter of any kind was observed in the sample returned. In the three photos provided, two photos show a packaging blister with a brown colored particle and the third photo shows a packaging blister top web. The cut in the packaging blister could occur when opening the packaging box. There are no sharp objects during the manufacturing process that could result in this defect. A device history record review was completed for provided material number 309620, lot 1116831. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation with the sample analysis the symptoms reported by the customer are confirmed. Without the actual physical foreign matter sample analysis, a probable root cause could not be offered.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 309620, batch#: 1116831. Noted foreign item was inside the packaging of a 50ml leur lock syringe. Packaging of the leur lock syringe was torn. Foreign item seems to be a piece of cardboard paper. No patient involvement.